Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. The device was evaluated upon receipt. Unit failed calibration, error 3, related to flow error. Faulty flow meter. Replaced flow meter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the biomed had a unit that failed the calibration for an error 3 (pre-warm nominal flow error). Device had 4957 system hours, sending info for 2000 hour preventive maintenance service.